Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient developed non-auditory side effects at the last 4 basal region electrode contacts and hearing performance was moderately affected. Revision surgery is planned but not scheduled yet.

Manufacturer narrative:
Additional information: based on the received information and measurement data, it is assumed that the active electrode has been migrated partially out of the cochlea. The migration of the electrode array from the cochlea has been confirmed by CT scan. A full insertion was a achieved at implantation. No date for a revision or re-implantation surgery has been scheduled so far.

Event description:
The patient went to the clinic to upgrade the external equipment. During the switch-on of the externals, the patient had a sour taste sensation at high frequency stimulation. Diagnostic imaging has confirmed an electrode migration from the cochlea.